Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during routine inspection of the rotaflow (rf). It was reported that the "head" error occurred at a pump speed of 1500rpm. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during routine inspection the error message "head error" occurred on the rotaflow unit at a pump speed of 1500 rpm (revolution per minute). No harm to any person has been reported. The reported "head error" could lead to an unintentional pump stop during use therefore, a report is required. A getinge field service technician investigated the affected rotaflow unit and the reported "head error" could be confirmed. The customer confirmed not to order any repair. The exact root cause therefore could not be determined, however the "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. A review of non-conformities was performed on 2023-07-31, and during the time from 2021-07-01 to 2023-07-26 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2021-07-01. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).